Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Date is approximate. Year is confirmed valid. Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their previous implant replaced on (B)(6) due to the battery coming out of their back. Patient stated there was nothing wrong with the old device, but reported the problem was that the battery was coming out of their back so they had to remove it. Patient reported they did not fall, but stated they took a trip to michigan and they took their rv and getting in and out of the car, sitting down, laying down and stuff like that caused a problem. Patient stated their wife thought it was like the wire was showing because patient was bleeding back there and when dr. Adams looked at it patient reported they were told the battery was coming out of their back and it was contaminated so they had to replace it. Patient stated this started in august to september. Patient clarified event date as around the 20th of august (agent unable to hear what else patient said at this point in the call). Patient stated they went to the emergency room and they wouldn't do anything for patient and patient had to see their dr. Patient inquired about what to do with their old external equipment from previous implant. Reviewed external devices disposal/donation information. Reviewed general use of external equipment and redirected patient to healthcare provider to discuss donation/donation options. Patient wanted to know if they could get their old handset from previous implant wiped. Agent reviewed information and transferred patient to healthcare it to assist with wiping patient's old handset.